Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The elevator channel inlet was leaking. Additionally, the adhesive at the distal end was peeling and forming a gap. The pink rubber probe had scratches present. It was also noted that the label on the control body was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus evis exera ii ultrasound gastrovideoscope due to a leak noted during reprocessing. There was no patient involvement during this event. During the device evaluation, it was discovered that the adhesive at the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive on the distal end peeled due to stress, handling, or other factors. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter - preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.